Event description:
Customer's son reports back to back testing on the same meter, while using the advantage system with results of 353mg/dl, 172mg/dl, 324mg/dl and 250mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.